Event description:
This is a report from a consumer with supplemental information provided by a peritoneal dialysis nurse (pdn) in the USA of ''cat saliva'' and peritonitis with culture positive for pasteurella multocida in a female patient coincident with dianeal 1.5%, low calcium therapy. On an unreported date, the patient began treatment with 1.5% low calcium, dianeal (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd) therapy. During a call with baxter customer service, the consumer (home patient's (hp) mom) reported patient experienced an infection (unspecified) and patient ''was throwing up.'' The reporter stated the hp was hospitalized for the events on (B)(6) 2012. At the time of this call, the patient's condition was reported to be ''not recovered'' and no further details were provided. On (B)(6) 2012 baxter global pharmacovigilance (gpv) contacted the patient's pdn and received the following additional information. The pdn medically confirmed the reported events of ''infection and patient was throwing up'' and clarified the events were due to peritonitis with culture positive for a gram negative organism. The pdn confirmed the hp was diagnosed with peritonitis and hospitalized for same on (B)(6) 2012. On an unspecified date, the patient began treatment for the event with cefixime (ip), (dose frequency, lot not reported). At the time of this report, the pdn stated the patient remains hospitalized and is recovering. The pdn reported dianeal therapy as ''continuing.'' Concomitant therapies were not reported. The pdn reported the cause of the peritonitis with culture positive for pasteurella multocida was due to ''cat saliva'' (details not provided). The pdn stated ''the patient will be retrained, once discharged from the hospital.'' The pdn confirmed the event of peritonitis was not related to the baxter homechoice machine, baxter disposable devices or solutions. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because it was reported as a break in aseptic technique by customer described as "cat saliva." The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.